Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device pump and light diode, which were determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to the age and condition of the device, the device will be decommissioned.

Event description:
It was reported that the device would not circulate and the alarm would not illuminate. There was no report of patient involvement.